Event description:
Two instant heat packs exploded when cracking open. Nurse needed heat packs opened; both heat packs emitted liquid on nurse and appeared to have holes in them as soon as they were cracked to use. Will monitor occurrence of heat pack malfunctions.